Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (sn (B)(4) cannot power on the autopulse platform. The status leds on the batteries showed 4 green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 08352 reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. Date of event is unknown.